Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The sensor interface board was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016 email and phone call, (B)(6) 2016 email and phone call.

Event description:
The hospital reported the unit stopped ventilating several times during a case. No report of patient injury.